Manufacturer narrative:
Concomitant medical products: dtba2d4 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the left ventricular (lv) lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.